Manufacturer narrative:
Unit passed rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. Unit received with cracked case at display window corners. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call that she had been experiencing high blood glucose levels for three weeks to a month leading up to the call. Blood glucose level at the time of the incident was over 400 mg/dl. Customer declined troubleshooting. The customer was advised that the insulin pump would be replaced and returned for analysis.